Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that four infusion set tube detached from connector due to which hyperglycemia occurs. High blood glucose level was displayed high and treated by correction injection via mdi. Event occurred on 10/14/2024, 10/16/2024, 10/17/2024 and 10/28/2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.